Manufacturer narrative:
On 18 june 2025, the user informed senseonics that the system showed results different from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation, and an RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection was performed, and no anomalies were observed. In-house testing of the returned sensor, along with in vivo data, confirmed chemical degradation in one of the sensing areas; however, this was appropriately de-weighted by the system. A review of the raw sensor data showed optical instability in one of the sensing areas, which likely contributed to the inaccuracies observed by the user. However, this instability could not be reproduced during in-house testing, which may occur in instances where the failure mode observed in the body is not reproduced in the lab, such as in the in vivo state of the sensor hydrogel. The user was offered a sensor replacement as a resolution. B4.date of this report 16 sept 2025. G3.date received by the manufacturer? 16 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 18 june 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.